Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient was in a motor vehicle accident (mva). After the mva, the right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances. The patient also had a subcutaneous defibrillation patch. Fluoroscopy was performed, and the subcutaneous defibrillation patch was fractured, and had damage to the terminal end and lead body. In addition, the rv lead had damage to the terminal end, and was also fractured. Subsequently, a revision procedure was performed. The subcutaneous defibrillation patch and rv lead were surgically abandoned, and a new lead was successfully implanted. No additional adverse patient effects were reported.